Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock lead impedance (sli) measurements of greater than 200 ohms. Technical services (ts) reviewed device data and noted that the sli measurements have been stable for the past year with no prior alerts and recommended programming options and defibrillation threshold (dft) testing. This lead remains in service. No adverse patient effects were reported.